Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and mesh was implanted on an undisclosed date. It was reported that she experienced pain, and discomfort, irritation, dyspareunia, mesh exposure and vaginal spotting following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was reported that patient underwent mesh excision on (B)(6) 2013 for mesh exposure, dyspareunia; vaginal irritation and bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.